Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported, that the pt had no hearing sensation since 20 days ago. He was suffering pain because of a blow on his head. Telemetry measurement showed "weak coupling".